Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that in the nicu IV, the tpn tubing was cracked and leaked at the connection to the maxzero connector. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tpn tubing was cracked and leaked at the connection to the maxzero connector was not confirmed. Visual inspection did not show any cracks throughout the set. Functional and pressure testing did not replicate any leaks. No anomalies were found with the suspect set or concomitant maxzero connector. The root cause of the customer¿s report could not be identified.

Event description:
The customer reported that in the nicu IV, the tpn tubing was cracked and leaked at the connection to the maxzero connector. There was no report of patient harm.